Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced sudden low flow alarms while the surgeon treated normal intra-operative bleeding with electrocautery and sutures before closing the chest. The alarms were silenced for 4 hours during the procedure. The issue presented as a suction event and the pump speed was lowered from 5200 to 5000 rotations per minute (rpm). The surgeon observed air infiltration in the transthoracic echocardiogram (tte) in the left ventricle at the time of the low flow event. The air was vented with a cardiopulmonary bypass machine. The surgeon noted that the event was sudden and unexpected, and resolved without any harm to the patient. No further low flow events were observed. The patient was stable in the intensive care unit for normal post-operative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported air infiltration could not be confirmed through this evaluation, and a specific cause for the reported event could be conclusively determined through this evaluation. Review of the submitted log file confirmed low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation, however the account reported that the air infiltration in the left ventricle (lv) happened at the time of the low flow events. The controller event log file contained events from implant ((B)(6) 2024). Low flow events were captured and appeared to resolve. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on ventricular assist device (vad) support. A corrective action has been opened to further investigate leaks at the pump/cuff interface. However, the origins of the air entrainment observed during this implant were not determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5, under ¿de-airing the pump¿, provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liter per minute of blood flow to the left ventricular assist device to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.